Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose due to her insulin pump is not delivering the correct amount of insulin that she programmed. Customer stated that she notice that the insulin pump is not delivering a complete bolus and is alarming no delivery. Nothing further was reported.